Event description:
The device results were negative for leukocytes. Visually the strip displayed trace leukocytes. Visually the strip displayed trace leukocytes. The reporter said the microscopic culture results were 25-50 leukocytes/hfp with 1+ bacteria. The reporter said some pt's were treated before the custure results came back. The device was replaced and requested to be returned for evaluation.